Event description:
The air generator portion of the vest had smoke coming out of it and it smelt of electrical fire; there was no indication from the outside of a fire. Device was immediately unplugged and removed from the patient. Patient appears to have received no ill effect of the event.cleaning was only done externally.======================manufacturer response for airway clearance system, the vest======================we have asked for a detailed explanation from hill rom of the defect of the unit. The only answer that we have received is that they will have to review with their legal department.